Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon interrogation, the pulse generator exhibited diagnostics anomaly. The patient would continue to be monitored.